Event description:
This event occurred during coronary artery bypass surgery with a component of the cardiopulmonary bypass circuitry. During cardiopulmonary bypass, the pt's venous blood flow through the reservoir was impeded. This flow interruption occurred between the cardiotomy filter and the final reservoir screen.